Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Additional findings not related to the malfunction/issue were two additional codes found in the ventilator's downloaded error log. The system board was replaced to address these two error codes on the device. In addition, the air foam inlet and particulate filters were replaced on the device.